Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 107, 111, 108) has been confirmed. As received, the monitor was resetting and displaying code 107 - multiple abnormal shutdowns and code 108 - non-critical database error. The case of the resets and service codes is intermittent bga connections on the computer analog (ca) board sn (B)(4). The exact bga components were unable to be positively identified. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt was experiencing service codes 107 and 108. The pt was issued a replacement monitor.